Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed. There was no air water feeding/flow, and due to clogging of the air/water-tube, foreign objects come out of the distal end and the air supply volume did not meet the standard value. Additional findings include: the distal air/water channel was blocked; the plastic distal end cover had scratches; all lenses bonding were deteriorated; the bonding on the bending section cover was deteriorated and the adhesive has a wear; the angulation was stiff and free play was out of standard; the distal end insulation test failed; the adhesive around the objective lens had discoloration; the adhesive around the light guide lens was peeled; due to clogging of the air/water-tube, water removal ability did not meet the standard value; due to wear of angle wire, the bending angle in up direction and the play of the right/left knob did not meet the standard value; due to a scratch on the plastic distal end cover the insulation resistance value at the distal end did not meet the standard value; the air/water-cylinder was deformed; due to wear of angle wire, the bending angle in the down, left, and right direction did not meet the standard value and the play of up/down knob was out of the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus there was no air water feeding on the evis exera iii colonovideoscope. No patient harm was reported. The intended procedure was diagnostic (examination of the colon) and was completed with another similar device. No additional medical treatment or intervention was needed. The product was cleaned, disinfected, and sterilized before sent back for repair. There was no foreign object externally adhered to the endoscope. There was no delay in the start of pre-cleaning. Water and air were supplied to the air/water nozzle. There were no problems with any accessories used for reprocessing. The air/water nozzle on the device was wiped/ brushed with a gauze, brush, or sponge. There were no additional concerns about reprocessing and the customer was able to reprocess like normal. The device was returned and evaluated, and foreign objects came out of the distal end. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign matter in the air/water channel, but the foreign matter could not be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic system, the air-feeding function, and the objective lens cleaning function." Olympus will continue to monitor field performance for this device.